Event description:
The physician felt a lot of resistance with two deltaplush cerecyte microcoils (both lot g11864) about half way up a non-codman microcatheter and the devices did not go through the microcatheter. There was no serious injury as a result of the event.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. Located 21.4cm proximally from the distal tip of the green introducer, the device positioning unit (dpu) protrudes outside the sheath for a length of 167 cm before entering the distal diameter of the resheathing tool. There was mechanical sheath damage resulting in an opened skive at the protrusion area. The proximal end of the coil had compression damage. The coil¿s socket ring was located to the side and down under the outer sheath. The distal coil section adjacent to the ball tip was kinked. The evidence suggests that distal interference inside the microcatheter most likely produced the resistance felt during coil advancement. There is a high probability that the blockage found inside the microcatheter contributed to the resistance. In this condition, significant resistance would also likely be encountered during coil advancement. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.